Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation on the tenth sampling attempt with the rear trigger the cannula fired automatically. Therefore, the investigation is confirmed for the identified cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet failure to prime as functional testing could not be completed due to the identified failure. It is likely that the bent right bumper contributed to the identified self-activation. However, the definitive root cause for the identified self-activation nor the reported failure to prime the stylet could not be determined based upon the available information. It is possible that procedural issues contributed to the reported and identified issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 12/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure the bottom slide of the device was allegedly unable to be primed. There was no patient involvement.